Event description:
It was reported that during a bowel procedure, only some staples proximated the tissue forming an incomplete staple line. Opened another device to complete the procedure. No pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.